Event description:
Femcare received a medwatch from their u.s. Distributor, cooper surgical on april 28, 2010. The medwatch form alleged that the patient became pregnant after tubal ligation utilizing filshie clips. The tubal ligation occurred in 2006. The patient entered the hospital on (B)(6) 2010 at 31 weeks gestation with preterm premature rupture of the membranes. The patient delivered one infant via vaginal delivery and another infant via c section. Two filshie clips were found. One clip stuck to the suction apparatus and the other was free floating in the abdomen. The pathology study by the hospital identified that both clips were tightly closed. Additional info from the u.f: the patient has a history of tubal ligation in 2006 at another facility. Patient presented to the hospital on (B)(6) 2010 at 31 weeks gestation with preterm premature rupture of membranes. She delivered one infant via spontaneous vaginal delivery. The second infant was delivered via c section. Two used filshie clips were found: one stuck to the suction apparatus and the other free floating in the abdomen. The surgeon inspected the fallopian tubes and both prior insertion sites of filshie clips were found to have holes where the clips were applied. Both clips were removed. An x-ray was taken of the abdomen to check for foreign body and showed no evidence of any foreign bodies. The patient was informed of the findings by the surgeon.

Manufacturer narrative:
The manufacturer has attempted to obtain additional information without success. The lot number of the clips and the serial number of the instruments are not known. The clips and instruments have not been made available for evaluation. The pathology report suggests that the clips were tightly closed suggesting the clips functioned properly. Without having the clips or the instruments we are unable to determine the exact cause of this incident. However, this may have been the result of the clips not being properly positioned on the fallopian tubes. Additional information from the uf report: report date: 03/26/2010, common device name: filshie clips, MFR: cooper surgical (B)(4), available for eval?: yes.